Event description:
(B)(6) healthcare was notified of an incident involving a rollator on (B)(6) 2021, but did not receive specific information regarding the injury until on (B)(6) 2022. The end user was reportedly sitting on the unit when the backrest broke, causing him to fall and fracture a rib. Drive is currently investigating the incident, including attempting to inspect the product, and will file an update if additional information becomes available.